Event description:
It was reported that during a right hemicolectomy procedure that the shears worked fine for about 5 minutes. Then there was an instrument failure. Troubleshooting steps were followed. Another device was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that when attempting to activate the device on a generator, a solid tone was received. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch record was reviewed and no anomalies were noted during the manufacturing process.